Event description:
A baxter service technician reported finding a colleague infusion pump with "channel c stop key doesn't work". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B) (4)the software (B) (4) and will be categorized as unremediated.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4). Evaluation summary: during service, it was discovered that the "channel c stop key did not work". The channel c key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, CAPA-(B) (4) that is associated with this report.

Event description:
A volume discrepancy was reported. The actual residual volume was greater than the expected residual volume. At the patient's first refill session, the pump had the full volume (40ml) of medication left in their pump. A (B) (4) study was done that afternoon and was negative. A catheter dye study was also done and they were unable to aspirate from the catheter. The physician had the pump turned down to a low flow. The patient planned to follow-up with the neurosurgeon. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Patient had a total knee arthroplasty done approximately 8 years ago. In the postoperative period, he developed symptoms of instability and a revision arthroplasty was done at the hospital 6 years ago. He had a subsequent revision arthroplasty done a year after that revision to correct symptoms of hyperextension. This operation served him well until he reportedly fell and began to experience "end-of-stem" pain. A revision arthroplasty a year ago solved the problem of end-of-stem pain, but he began to experience significant discomfort over the medial aspect of his knee. This pain was in the region of the prominent proximal medial aspect of his tibial prosthesis where an augment was used to provide metal-to-bone load transfer. Lidocaine patches in this region decreased the discomfort. Because his symptoms were significant, he was offered a total knee revision arthroplasty with a custom tibial augment to remove the pressure on the medial side of his knee.